Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused death, pulmonary fibrosis and interstitial lung disease. The family member did not report the patient receiving any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found wear and tear on exterior of base unit, white discoloration on underside of display window. An internal visual inspection was completed by the manufacturer. The manufacturer found dust contamination throughout the airpath, on/in blower, and on sound abatement foam, the device's downloaded event log was reviewed by the manufacturer and found two instances of error code e-66 . The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of mineral deposits and minor corrosion which suggests the use of non-distilled water. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of contamination in the airpath of the device.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused death, pulmonary fibrosis and interstitial lung disease. The family member did not report the patient receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.